Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device did not work. This is all the information available. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6: medical device problem code. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing with a known good test setup without duplicating the report. It was determined that this device functioned as designed. The device will be recertified and returned to the customer. Reports of this nature are typically not considered to have any clinical impact, when this error code occurs, the device will begin ventilation using the compressor. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "o2 supply pressure low - 2020" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.